Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed but did not resolve the issue. No further intervention was performed. The patient was asymptomatic.